Event description:
It was reported that the pt experienced pain at their implantable neurostimulator site. It was also reported that the pt only experienced pain relief with program b. High impedances were observed with the #7 electrode. The pt was reprogrammed to avoid the use of the #7 electrode. It was reported that the pt experienced no injury.

Manufacturer narrative:
(B) (4).